Manufacturer narrative:
H.6 investigation summary bd settling chambers are used on the bd autostainer instruments. Patient samples and reagents are dispensed into the chambers during processing of slides. The settling chambers are designed to contain all dispensed material within the chamber. The customer complained about a one (1) bag defective settling chamber, part number 500024393 lot 546586, inside kit 491435 lot 2228664, that was missing the bag label. The defective bag was not returned for analysis. However, three (3) pictures were provided that confirm the complaint. Bd apologizes for the issue. A 12-month complaint history review was performed and no other complaints against lot 500024393 bags missing the label were observed. Monthly complaint trending is performed to determine if a corrective and preventative action (CAPA) is required, and trend and risk levels indicate that a CAPA is not currently required. Bd will continue to perform regular trending to determine if a corrective and preventative action (CAPA) is required in the future. Material 500024393 is a purchased subcomponent that is molded, bagged, and labeled on behalf of bd by the vendor. A review of incoming inspection results for lot 546586 identified that it was received into bd mebane on 21jul2022 and qc inspected with no nonconformances identified. A retain analysis could not be conducted because retain samples of this product are not kept by bd.

Event description:
It was reported that while using the bd surepath¿ manual method kit - japan that there was a label issue. The following information was provided by the initial reporter: according to the customer's report, there was a chamber bag without the label. The lot # of the chambers is reported to be 0000546586.

Manufacturer narrative:
D.3 common device name: kit, dna detection, human papillomavirus. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd surepath¿ manual method kit - japan that there was a label issue. The following information was provided by the initial reporter: according to the customer's report, there was a chamber bag without the label. The lot # of the chambers is reported to be 0000546586.